Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 3008829311-2018-00167. It was reported that the patient lost effective stimulation due to lead fracture. X-rays confirmed the patient's leads had fractured. Reportedly, this is the second time something happened to the patient's lead. As a result, surgical intervention may be pending to address this issue.

Event description:
Device 2 of 2 . Reference MFR report #: 3008829311-2018-00167. Follow up revealed that the patient underwent surgery to have their system explanted.

Event description:
Device 2 of 2; reference MFR report #: 3008829311-2018-00167.